Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, which resolved the issue, and the caller successfully started their sensor session.